Event description:
It was reported that during the process of unloading the cot with a patient, the fingers of the paramedic got stuck between the guider and strip of the base. The paramedic received a broken finger and has no feeling in the other finger.

Event description:
It was reported that during the process of unloading the cot with a patient, the fingers of the paramedic got stuck between the guider and strip of the base. The paramedic received a broken finger and has no feeling in the other finger.

Manufacturer narrative:
A likely cause for the event may be attributed to use error. The issue was resolved for the customer by evaluating the unit, and replacing the retaining hook due to damage sustained during the event.